Manufacturer narrative:
The male patient with a history of angina, hypertension, diabetes, anemia, prior percutaneous coronary intervention and renal failure with hemodialysis underwent the implantation of two cypher stents. Approximately 9 months following implant, follow up angiogram revealed restenosis in the proximal end of one stent. However, as the stents were placed using crush technique, the other device most likely has peri-stent restenosis. Balloon angioplasty was conducted with a residual 25% stenosis. Indication for the initial evaluation was an acute mi. The lesion in the left main (lm) was described as 3.74 x 19.85mm and the lesion in the proximal circumflex artery (cx) was 2.29 x 15.56mm. Both lesions were type b2. The cypher stent is indicated for use in lesions with a diameter of >2.5 to <3.5mm. The safety and effectiveness of the cypher stent has not been established in moderately complex lesions or lesions in the lm. The lesions were pre-dilated and a 2.5 x 28mm cypher stent was deployed above and rated burst pressure in the lm with a residual stenosis of 14% and the 3.5 x 23mm cypher stent was deployed in the proximal cx with a residual stenosis of 24%. The product remains implanted. The device history review was conducted, and the product met quality requirements for product acceptance. Based on available information, there are patient, lesion and procedural factors that may have contributed to the restenosis. This device is not distributed in the USA; however, it is similar to USA product. This is the first of two products involved with this adverse event, which is associated with mfg report #9616099-2006-01173.

Event description:
Nine months after undergoing dual cypher stent implantation, the patient underwent follow-up angiogram and in stent stenosis was observed in the previously implanted cyper stents. The proximal end of circumflex artery was 91% occluded. The second cypher stent was not implicated, however, the second stent was implanted via crushed technique, therefore, it is being included due to the proximity. To treat the restenosis, angioplasty was conducted with a 2.75 x 15mm balloon. The residual stenosis was 25%. The physician's indicated that the event was not related to cypher stents.